Manufacturer narrative:
Per the additional information received, there is no allegation against this device. As such, this is no longer reportable.

Event description:
Additional information received indicates that there is no allegation against the reported ipg. The ipg is functioning fine and no surgical intervention is planned or took place for this device.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took may take place at a later date to address the issue.